Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 500+ mg/dl at the time of the incident and 574 mg/dl at the time of the call. The customer was treated using manual injections for high blood glucose level. The customer stated that they were tired due to high blood glucose levels. The customer alleges the insulin pump for under delivery. The customer reported that the drive support cap was flush. Troubleshooting was performed and the insulin exited at the quick release. The customer stated that the insulin pump had passed the displacement test. The customer was advised to disconnect from the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. No excessive no delivery alarm noted. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.